Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient needed to see a representative because their ins wasn't doing was it was supposed to- it wasn't going down their legs and the "positional thing" wasn't working. This had been happening for two months. No further complications reported.